Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It is reported that the procedure was to treat a moderately tortuous, eccentric and heavily calcified de novo mid left anterior descending artery that was 90% stenosed. Pre-dilatation was attempted with a 2.25 x 15 mm tenku balloon catheter, and the balloon was inflated twice at 12 atmospheres (atms). However, during the third inflation at the same pressure, the balloon ruptured. Therefore, an unspecified 2.5 mm balloon catheter was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.